Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that based on the information provided, the repeat hospitalizations and prescribed medical therapies were reportedly due to swelling/redness and the mrsa infection. The source of the mrsa, however, could not be concluded but due to the timing could be complication of the procedure. The patient impact beyond the reported symptoms, subsequent therapies and hospitalizations could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: case (B)(4).

Event description:
It was reported that, after a tka construct had been implanted on the patient's left knee on (B)(6) 2021, the patient experienced swelling and redness in the joint. Due to these symptoms, the patient was readmitted to the hospital and treated with anticoagulants, detumescence and other unspecified symptomatic treatment. A small amount of exudate in the epidermal wound was cultured, revealing a positive result on the presence of (B)(6). (B)(6) were administered to treat this adverse event. The patient was discharged after the infection index was reduced. The patient recovered well and was discharged from the hospital.